Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.

Event description:
It was reported that tubing of a continu-flo solution set tore apart at the hub-site. The reported condition occurred during infusion. A patient was involved, but it is unknown if there was any report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.